Event description:
During an implant attempt, the physician reports that the stylet used to operate the fixation mechanism perforated the lead through the distal defibrillation electrode. Another lead was implanted instead.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.